Manufacturer narrative:
(B)(4). According to the complaint description no audible alarm has sounded when a life-threatening condition (asystole) occurred. A print-screen from the monitor does indicate that an "asystole" alarm did occur on the (B)(6) 2011 at 18:19. From the central monitoring logs, an audible red "high priority" alarm was recorded at 18:19 on (B)(6) 2011. Additional alarms are posted within the central monitor logs indicating that the pt monitor was in subsequent use from the time of the event on (B)(6) 2011 reporting both visual and audible alarms. A functional test performed of the bedside monitor "intellivue mp60" by the onsite tech found no speaker related issues or any alarming problems. According to the instructions for use intellivue mp60 pt monitor manual, the minimum volume for a high priority red alarm will always be at least at volume 8, respective of the current alarm setting, so a user could not have inadvertently set the alarm volume too low to be heard. No further action or investigation is warranted. The available info does not support that any design or labeling deficiency exists in relation to this report.

Event description:
The customer reported that there was no expected asystole alarm. No pt harm was reported.